Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent ilasik on both eyes on (B)(6) 2015. At visit per diem right eye area of epi ingrowth. Right flap lift was performed at 3:45pm on (B)(6) 2015 without incident. Patient seen on (B)(6) 2016 visual acuity sans correction (vasc) 20/30 right eye. Prescribed magnification (rxm) -1.00 x -.50 x 145 20/20. Vasc 20/20 in left eye.